Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having lead fracture due to fall. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the leads were fractured prior to procedure.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances. The physician suspected that the lead had fracture due to a fall. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances. The physician suspected that the lead had fracture due to a fall. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.